Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
The patient reported that he had meds turned up and got a little "woozy" but it was turned back down and he is doing fine now. He was working to make his weak legs stronger and occasionally had footdrop now that his legs were learning new things with physical therapy. The patient later reported never having therapeutic effect. Since the pump was implanted, has not seen any improvement on his spasticity, reports lifting his leg continues to be difficult. Reports will be going to dr. Goddard's office to have his baclofen pump increased to 0.77, reports at his last visit, one of the nurse mention "if no relief in the 100's, will need xray" caller wanted to know if baclofen leak was occurring, wanted to know if he would get some side effect. When he took oral baclofen, it was making him sick. The patient also reported "occasional leg drop." Patient reported having severe spasticity before the pump, and says that it has not improved to where it should be. The patient reported no symptoms of a catheter leak. Information was later received from a consumer in regards to a patient who was treated with lioresal intrathecal (dose "64-68;" concentration, lot number not unknown to consumer). The patient's indication for pump use was intractable spasticity. The patient had been told by others that he was not walking any better than before the pump was implanted and the patient should have the pump removed. It was noted that the patient would grunt in pain. The patient had injections of "this and that," but none of what has been tried has helped. When it was tried to turn the pump up "real high," it made the patient fall (occurred in 2012). It was noted that the events of not walking any better and pain had occurred since the implant date ((B)(6) 2012). Within the last year, the patient had developed some problems and they had gotten worse. The patient experienced a "really bad frequency and urge to urinate without warning." At other times, the patient had uncontrolled urination with no feeling. This was further explained as, in the situation where the patient would be driving and then all of a sudden the patient could feel the urine coming out and the seat was wet. The patient also had erectile dysfunction. The patient read online that the pump can cause these symptoms but was referred to his healthcare provider. The bad frequency, uncontrolled urination, and erectile dysfunction occurred in 2014. The patient was scheduled for a pump refill appointment on (B)(6) 2015 and planned to discuss his issues with the healthcare provider.